Manufacturer narrative:
The following field has been updated with additional information: b.3. Date of event: unknown. The date received by manufacturer (2019-08-13) has been used for this field. H3 other text : see h.10.

Event description:
It was reported that it was difficult to connect the needle to the syringe with a bd precisionglide¿ needle. The following information was provided by the initial reporter: it was reported that customer had trouble screwing the needle into the syringe and had trouble removing insulin from vial. Description of issue: customer reported three needle/syringe issues. Customer reported he had trouble screwing the needle into the syringe and had trouble removing insulin from his vial. Customer reported he did not insert the needle into the cartridge for any of these issues. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 4. Item number? 3 ml syringe ¿ 309657; 26 g, 3/8¿ needle ¿ 305110. Product lot number: m268624 ( obtained from box, this is the lot number customer provided. Cts indicated that this lot number came from the cartridge for bd product only, are samples available for investigation? Yes. Does customer authorize bd to contact customer to obtain sample(s)? Yes, 3 samples (contact: (B)(4)). Did issue cause any injury? If yes, what type of injury? No . Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No.

Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. H3 other text : see section h.10.

Event description:
It was reported that it was difficult to connect the needle to the syringe with a bd precisionglide¿ needle. The following information was provided by the initial reporter: it was reported that customer had trouble screwing the needle into the syringe and had trouble removing insulin from vial. Description of issue: customer reported three needle/syringe issues. Customer reported he had trouble screwing the needle into the syringe and had trouble removing insulin from his vial. Customer reported he did not insert the needle into the cartridge for any of these issues. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 4. Item number? 3 ml syringe ¿ 309657; 26 g, 3/8¿ needle ¿ 305110. Product lot number: m268624 ( obtained from box, this is the lot number customer provided. Cts indicated that this lot number came from the cartridge for bd product only, are samples available for investigation? Yes. Does customer authorize bd to contact customer to obtain sample(s)? Yes, 3 samples (contact: (B)(4)). Did issue cause any injury? If yes, what type of injury? No. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that it was difficult to connect the needle to the syringe with a bd precisionglide¿ needle. The following information was provided by the initial reporter: it was reported that customer had trouble screwing the needle into the syringe and had trouble removing insulin from vial. Description of issue: customer reported three needle/syringe issues. Customer reported he had trouble screwing the needle into the syringe and had trouble removing insulin from his vial. Customer reported he did not insert the needle into the cartridge for any of these issues. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 4. Item number: 3 ml syringe ¿ 309657, 26 g, 3/8¿ needle ¿ 305110. Product lot number: m268624 ( obtained from box, this is the lot number customer provided. Cts indicated that this lot number came from the cartridge. For bd product only, are samples available for investigation? Yes. Does customer authorize bd to contact customer to obtain sample(s)? Yes, 3 samples (contact: (B)(6)). Did issue cause any injury? If yes, what type of injury? No. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No.